Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) stated they are not getting any relief from the implanted neurostimulator since implant. Patient mentioned that during the trial they got probably 50% relief in their lower back and the main thing is in their right leg. Pt stated since they implanted the permanent ins they are not getting any pain relief and they are feeling constant stimulation in her right leg they are feeling no stim in their low back or left knee. Patient reported that they had to take 3 pain pills yesterday because they were in so much pain. Patient services is sending a message to local reps near the patient about their call and request for programming adjustment.

Event description:
Patient called in escalated. Patient mentioned that their stimulator needed reprogramming. Patient stated that it had been 2 weeks since they were implanted with the device. Patient stated that they have severe pain in their right leg and lower back and the manufacturing representative (rep) set the patient up with groups. Patient stated that group a would relieve their right hip to their right leg but not their back and they would feel so much pain on their back. Patient stated they tried group b last night and it targets their back but their legs were in so much pain that they could not tolerate it so they went back to group a. Patient was very frustrated and escalated because they were given the assurance during the trial that reps would be available to assist them even when they live in an area far away from clinics. Patient was ready to take the stimulator out of them and was ready to call their lawyer. Patient will call their managing doctor. Agent sent an email to reps within the area to reach out to patient. Patient also mentioned they were taking medication to relieve their pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E: information has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.